Event description:
The customer reported that the sys displayed a control panel error message. This error message will likely cause the sys to shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The control panel and control panel I/o boards were replaced, and the power supply voltage was adjusted. The sys was then found to be operating as intended.